Manufacturer narrative:
Results: the px slim was fractured approximately 33.0 and 34.0 cm from the hub. Conclusion: evaluation of the two returned px slims revealed proximal fractures on both devices. These fractures were likely the reported distal fractures. If the device is forcefully manipulated against resistance, damage such as kinks may occur. Further manipulation of a kinked device may result in a fracture. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02088.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim). During the procedure, the physician experienced resistance while advancing the px slim into the target vessel. After placing a penumbra coil 400 (pc400) in the target vessel, the physician removed the px slim. While retracting, the physician experienced resistance and the px slim distal was found to be fractured upon removal. Next, the physician placed a new px slim but, reported the same resistance issued occurred while advancing. After placing another pc400, the px slim was removed; however, while retracting the same resistance occurred and the px slim distal tip was found to be fractured again upon removal. The procedure was completed using a new px slim. There was no report of an adverse effect to the patient.